Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "after intubation, there was no leak with one-lung ventilation. However, air leaking occurred when transitted to two-lung ventilation after 2 hours surgery. Patient's saturation dropped, so doctor changed a tube immediately." The patient was reported as fine post the procedure.

Event description:
It was reported that: "after intubation, there was no leak with one-lung ventilation. However, air leaking occurred when transmitted to two-lung ventilation after 2 hours surgery. Patient's saturation dropped, so doctor changed a tube immediately." The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leak - tube" could not be confirmed based upon the sample received. The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. Visual examination of the returned sample revealed no defects or anomalies. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device.